Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02107, 2017865-2021-02109. It was reported that the pacemaker had eroded through the patient's skin. The pacemaker system was taken out prophylactically to mitigate any further risk. The patient's pocket was swabbed, and the cell cultures were not positive. However, the patient was on antibiotics and was clinically consistent with infection. The patient was stable.